Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "during use, the tube was found to have a no/low draw issue."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1259239. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1288683. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received 4 videos and 3 photos from the customer in support of this complaint. The videos and photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, 10 production lot in-house retention samples from both lots were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the videos and photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.